Event description:
Infection at application site [application site infection]. Skin ripped off at application site[application site desquamation]. Bleeding at application site [application site hemorrhage]. Blistering at application site [application site [application site blister]. Case description: this case was reported by a consumer and described the occurrence of application site infection in a (B)(6) female pt who received topical patch (medical device) (abreva conceal) transdermal patch (batch number 14694c3a, expiry date 28th february 2016) for cold sores. On an unk date, the pt started abreva conceal. On an unk date, an unk time after starting abreva conceal, the pt experienced application site infection (serious criteria gsk medically significant), application site desquamation, application site hemorrhage and application site blister. On an unk date, the pt experienced product complaint. Abreva conceal was discontinued (dechallenge was negative). On an unk date, the outcome of the application site infection, application site desquamation and application site blister were not recovered/not resolve and the outcome of the application site hemorrhage was recovered/resolved and the outcome of the product complaint was unk. It was unk if the reporter considered the application site infection, application site desquamation, application site hemorrhage and application site blister to be related to abreva conceal. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: consumer could not get the abreva conceal patches to adhere. When she removed the patch it ripped the skin off and her cold sore began to bleed. It then blistered again and is infected.